Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on, (B)(6) 2011: patient presented with spinal tap headache status post myelogram. Procedure: l4-l5 epidural blood patch. On (B)(6) 2011: patient presented with pre-op diagnosis: lumbar spondylosis with stenosis at l4-5; lumbar spondylosis with spinal stenosis at l5-s1. Procedures: laminectomy, facetectomy, foraminotomy at l4-5, l5-s1; posterior lumbar interbody fusion at l4-5, l5-s1; posterolateral fusion at l4-5, l5-s1; placement of cage devices at l4-5, l5-s1(x2); placement of pedicle screws for segmental instrumentations at l4-5 and l5-s1; harvest of local autologous bone graft. Intra-op notes: the patient was found to have spondylosis with lateral recess stenosis at l4-5, l5-s1 and foraminal narrowing at l4 bilaterally. Per-op notes: on the previously prepared bone graft bed, the patient underwent placement of sponges of the bone morphogenic protein. The patient underwent placement of the remaining cancellous and morcellized bone graft into the bone graft bed. No complications were reported. Post operatively patient sustained unspecified injuries due to rhbmp-2.